Event description:
(B)(4) study. Same case as 2134265-2010-00460. It was reported that post a percutaneous coronary intervention procedure, restenosis occurred. The non-target lesion being treated was located in the proximal circumflex (cx) artery with a reference vessel diameter of 3mm and a lesion length of 18mm with 90% stenosis. The non-target lesion was treated with two taxus express2 stents. In (B)(6) 2008, approximately 3yrs and 3 mos post index procedure, the patient had a positive stress test resulting in non-target lesion revascularization in the 80% stenosed proximal circumflex artery. The revascularization treatment included angioplasty and placement of a non-bsc stent. Post procedure stenosis was 0%. The patient was discharged the next day.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is listed on the direction for use (dfu) as a potential adverse event. (B)(4).